Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited upward trending impedance. The cardiac compass displayed invalid data. The implantable pulse generator (ipg) and ra lead remains in use. No patient complications have been reported as a result of this event.